Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records; lot identification was not provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: retained metallic foreign body within the proximal femur consistent with the fractured inserter tip. A definitive root cause cannot be determined. This complaint was confirmed based on the mmi review. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the surgery the offset inserter tip broke off into the stem in the patient. The broken tip remains in patient and rest of the device was discarded. The surgery was completed with no additional devices. Attempts have been made and no further information has been provided.